Event description:
The patient received his scs system consisting of an ipg and lead on (B)(6) 2007. It was reported that during a follow up surgery for the lead on (B)(6) 2008, the physician noticed the ipg charging coil was damaged. The physician explanted and replaced the ipg. The explanted ipg was returned to ans for evaluation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The antenna silicon of the ipg has minor instrument marks but no damage to the coil. The header material is severely cut. The ipg passes the auto test and functional testing. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.